Event description:
Clinic notes dated (B)(6) 2013, note that the patient's mother reported that the week prior to patient was having daily seizures that were very strong. It was noted that the patient's mother reported that the patient was sick with the flu. It was noted that the patient's mother reported the patient averages about three seizures a week when not sick. It was noted that the patient reported he has had an infection in the past two weeks and while taking antibiotics he was having increased seizures. It was noted that arrangements will be made for generator replacement. Attempts to obtain additional information have been unsuccessful to date. Surgery is likely, but has not occurred to date.

Event description:
Additional information was received that the patient had a generator replacement. Attempts for product return have been unsuccessful to date.